Event description:
It was reported that pump experienced malfunction alarm labeled malf 0 with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. Technical support guided pump reset using resettable malfunction code, confirmed malfunction did not recur, advised customer to continue using pump and to call back if issue returned.